Manufacturer narrative:
Sample was collected in the ER using bd 4ml nahep plasma tubes. Sample was centrifuged for 10 minutes at 3600 rpm. All tests ran on the access 2 used sample insert cups. System checks performed on (B)(4) 2011 passed within instrument specifications. Qc is performing within the customer's established limits. Bci field service engineer (fse) was dispatched for this event. On (B)(4) 2011, fse performed a hs system check that failed to meet instrument specifications. Fse cleaned the wash wheel and incubation track, and replaced instrument probes. Fse repeated the hs system check and results passed within instrument specifications. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) to report an erroneously elevated troponin (accutni) result above the ami cut off for one (1) patient. This result was not reported out of the lab. Repeat analysis of the samples generated results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.